Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. E-mails requesting missing information were sent. The latest one was sent on (B)(6) 2017 to (B)(6) dr. (B)(6). As we did not receive an answer, our sales representative visited the hospital personally on (B)(6) 2017. He asked for an appointment with (B)(6) dr. (B)(6) but it was denied. He handed our request letter to the registry at the hospital. We haven't received a response so far. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article it is reported about an infection post operatively. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - clinical review of received journal/article: the received journal/article was thoroughly reviewed and can summarized as followed: due to the existing metastasis, the pre-operative chemotherapy and radiotherapies and the existing pathological fractures, the state of health of the patients and the corresponding acetabulum¿s bone quality and portion was fairly bad. Most patients experienced a decrease of pain after treatment with the burch schneider cage, however, also complications occurred. According to the author of this literature, the complication rate is still comparable with rates of other operation techniques of metastatic acetabular lesions. As described in the instruction for use, cancer is considered a contra-indication. However, as indicated in the applicable surgical technique, a potential implantation in a tumor patient carefully needs to be evaluated first. Based on the current patient population and the final results of the study, the final conclusion made by the author can be supported by zimmer biomet. Implantation of a protrusio cage can improve the quality of life in patients with metastatic disease in the acetabulum, increasing their mobility and reducing pain. The complication rate is comparable with the rates for other surgical methods for metastatic acetabular lesions. For the time being, the provided patient benefit clearly exceeds the potential patient risks. Root cause determination using dfmea: infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => possible: with the given information it cannot be excluded. Infection due to failure of sterilization procedure due to supplier process. => possible: with the given information it cannot be excluded. Sepsis, due to product use beyond expiry date. ==> possible, as it is not know if the product was implanted according to patient labels/prior to expiration date. Sepsis, due to implant contaminated during handling. ==> possible, as handling of the product during operation is out of zb control. Infection due to failure of sterilisation procedure due to design of the device. => not possible: a systematic issue with design and/or material properties would have been detected as part of complaint. Trending defined in complaint registration or in the current pms process post market surveillance. Infection due to proposed resterilization procedures in IFU do not provide sterility. => not possible: as adequate sterilization process is described in IFU. Transmission of infectious agents, infection due to reuse of the device which is intended for single use. => possible: with the given information it cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, determine one specific root cause for the event report. Considering the available information, we consider the following as most probable root cause: implant contaminated during handling in hospital/or as this is out of zb control. However, based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
(B)(4). All available information is covered in the report at hand. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on (B)(6) 2016. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article it is reported about an infection post operatively. Review of received data. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis. No product was returned to zimmer (B)(4) for in-depth analysis. Review of product documentation. No product documentation was reviewed for investigation. Root cause determination using dfmea: - infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => possible: with the given information it cannot be excluded - infection due to failure of sterilization procedure due to supplier process. => possible: with the given information it cannot be excluded - infection due to failure of sterilisation procedure due to design of the device. => not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. - infection due to proposed resterilization procedures in IFU do not provide sterility. => not possible: as adequate sterilization process is described in IFU. - transmission of infectious agents, infection due to reuse of the device which is intended for single use. => possible: with the given information it cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a journal article that a patient experienced early onset of infection post operatively. No further information is available (steffen hoell, et al: the burch¿schneider cage for reconstruction after metastatic destruction of the acetabulum: outcome and complications, in: arch orthop trauma surg (2012) 132:405¿410 doi 10.1007/s00402-011-1351-0.)